Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation, a supplemental will be completed and potential root cause will be determined.

Event description:
On (B)(6) 2014, the reporter stated that the patient sustained a cardiac arrest following an infusion occlusion of the syringe containing inotropic drug. There was no report of what type of medical intervention was performed. And no report of death but only cardiac arrest. Several attempts were made to obtain additional medical information but were unsuccessful. No more information is available.